Event description:
The meter was reading inaccurately high. The patient obtained a result of 11.2 mmol/l. The patient then retested on another meter and obtained a result of 9.7 mmol/l within 10 minutes. This comparison is invalid. The patient contacted their physician for advice. Treatment, if any, was not reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were both done correctly. The patient performed two control solution tests, both failed. Based on the information reported, the meter did malfunction. There is no evidence of a serious injury. The patient is being sent a replacement meter.